Manufacturer narrative:
(B) (4). Eval summary: in this case, there was no reported product deficiency. Restenosis and angina are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the promus stent was implanted in a saphenous vein graft (svg), it should be noted that the promus IFU states: the promus everolimus-eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5mm to 4.25mm. The IFU cautions that: safety and effectiveness of the promus stent have not been established for subject populations with lesions located in saphenous vein grafts. In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects.

Event description:
Device malfunction: none. Adverse event: stenosis requiring intervention. Time of adverse event: approx 5 months post procedure. It was reported via a trial that on (B) (6)2008, the pt underwent stenting of the pre-dilated svg to om1 with a xience v stent and stenting of the pre-dilated svg with another xience v stent. On (B) (6)2009, a third xience v was implanted as treatment for a new lesion. On (B) (6)2009, the pt experienced chest pain. The pt was hospitalized on (B) (6)2009 and medications were administered along with angiogram revealing in-stent restenosis of the mid svg to om1, treated via percutaneous coronary intervention (pci) with a promus stent. On (B) (6)2010, the pt experienced squeezing pressure in the chest that radiated to the back. The promus stent was treated with balloon dilatation. The pt was not hospitalized and the event resolved on (B) (6)2010. On (B) (6)2010, the pt experienced unstable angina, squeezing pain in the chest radiating to the back lasting a total of 45 minutes. The pt was hospitalized on (B) (6)2010 and pci was performed to the ostial svg to om1. The pt was discharged on (B) (6)2010. Though requested, no additional info was provided. (B) (4).